Event description:
It was reported that 301 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) was performed. During the procedure, the pt received plavix, aspirin, and heparin. The index procedure treated 3 lesions in the left anterior descending (lad) artery. The mid and distal lesions were treated with two cordis cypher stents. The proximal lad was treated with a taxus liberte 3.00 x 28mm stent. The de novo lesion was 3.0mm in diameter, 26mm in length, 80% stenosed, and pre-dilated with a 2.50 x 20 voyager balloon. The results were 0% residual stenosis with timi-3 flow. The pt was discharged the following day on plavix and aspirin. At 301 days following the index procedure, the pt underwent a tvr due to 80% stenosis of the proximal lad. The event was resolved by placement of a taxus liberte stent. The relationship of this event to the device is "unrelated." One day following the tvr, the pt experienced a stent thrombosis, a q-wave myocardial infarction, and a tvr on the proximal and mid lad lesions. Cardiac enzymes were drawn, peak ck was 210.7 u/l, peak ck-mb was 8.3, and peak troponin was 2.86 ng/ml. The stent was 100% occluded with timi-0 flow. The physician was able to resolve the event by performing balloon dilations. The results were timi-3 flow and 0% stenosis. The pt was discharged 8 days after the index procedure. The device relationship was indicated as being definitely related. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.